Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent incisional hernia repair surgery on (B)(6) 2018 during which the surgeon noted the mesh to be a source of significant abdominal pain. He indicated that on exam, the sharp corners of the mesh could be felt under the skin and were causing pain. It was reported that the patient experienced severe pain. No additional information is provided.